Event description:
The patient contacted baxter?s technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use during drain 5 of 5. The drain volume equaled 5119ml. The patient had a last fill volume of 2000ml and the initial drain alarm was set to 400ml. The technical service representative (tsr) explained the message. The patient would call their registered nurse (rn) regarding the high drain alarm, the initial drain alarm setting not being at 70% of the last fill. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received an email from the registered nurse (rn) on (B)(6) 2012 in response to the letter sent regarding the reported event. The nurse stated that the patient had called her regarding frequent alarms, and then in the morning they would only be on the second fill. The nurse stated the patient told her they called baxter several times and finally had the device exchanged. The nurse stated the issue was resolved by receiving a new cycler. She stated that the patient sustained no injury nor needed any medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.